Event description:
Caller reported that the t:slim x2 pump battery would not charge, resulting in a power source alert in the pump history labeled alert 07. The caller initially used a third-party wall adapter and later attempted using another adapter and charging cable, but was unsuccessful in resolving the issue. The caller indicated insulin delivery would not be interrupted by switching to mdi as a backup therapy. There was no adverse impact to the customer¿s blood glucose level.